Event description:
It was reported that the implantable neurostimulator recharger (insr) wasn¿t charging or working and the connector pin broke the day prior to the report. There was no indication of patient harm. It was stated that the manufacturer should give all patient¿s two sets of everything so they don¿t have to wait. The patient¿s implantable neurostimulator (ins) was low and needed to be charged. It was further reported that the ins and insr were both low/dead and the patient was in pain because the ins wasn¿t charged. Troubleshooting was done with the patient programmer (pp) and it was stated the ins icon on the pp screen showing empty. The patient last charged her implant last week and last felt stimulation two days ago. It was reviewed that the ins was not overdischarged because the patient was able to communicate with the pp. The patient reported two days later that she hadn¿t charged her ins in ¿four days so she was worried that she would have to meet with a rep. To be reprogrammed.¿ she last felt stimulation on (B)(6). The rep. Spoke with the patient on (B)(6) and she was able to charge and didn¿t need any other assistance at this time. Upon device return, analysis found the connector pins were broken on the cable assembly. The cable assembly with the broke connector was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4) implanted: (B)(4) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. \analysis of the 37761 desktop charger (lot#: c0394856) found connector pins broken on the cable assembly. Conclusion is for the desktop charger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with a neurostimulator for spinal pain and radiculopathy. It was reported that the implantable neurostimulator recharger (insr) wasn't charging or working and the connector pin broke the day prior to the report. There was no indication of patient harm. It was stated that the manufacturer should give all patient's two sets of everything so they don't have to wait. The patient's implantable neurostimulator (ins) was low and needed to be charged. It was further reported that the ins and insr were both low/dead and the patient was in pain because the ins wasn't charged. Troubleshooting was done with the patient programmer(pp) and it was stated the ins icon on the pp screen showing empty. The patient last charged her implant last week and last felt stimulation two days ago. It was reviewed that the ins was not overdischarged because the patient was able to communicate with the pp. The patient reported two days later that she hadn't charged her ins in "four days so she was worried that she would have to meet with a rep. To be reprogrammed." She last felt stimulation on (B)(6) . The rep. Spoke with the patient on (B)(6) and she was able to charge and didn't need any other assistance at this time. Upon device return, analysis found the connector pins were broken on the cable assembly. The cable assembly with the broken connector was replaced. Additional information received reported that implantable neurostimulator recharger (insr) wasn't charging; the insr battery icon wasn't incrementing. The only time the insr charged is when she sat there watching it and had to check all the plugs etc. The insr was returned for analysis and the complaint was unverified. There were no issues found during bench testing and no issues with charging ins or recharger or communications. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that implantable neurostimulator recharger (insr) wasn't charging; the insr battery icon wasn't incrementing. The only time the insr charged is when she sat there watching it and had to check all the plugs etc. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.